Manufacturer narrative:
(B)(6). It was reported that during a percutaneous transluminal angioplasty and stenting procedure to a 70-80% stenosed right internal carotid artery that two precise pro rx stents could not cross. Another stent was used to successfully complete the procedure. Analysis of the second precise pro stent revealed partial deployment of the stent. There was no patient injury reported. There was no damage noted to the product packaging upon inspection and prior to use. There was no reported difficulty removing the products from the packaging. The devices were inspected and appeared to be normal prior to use. The devices were prepped and handled according to the IFU. Information received from decontamination site noted that the outer sheath of the first precise delivery system was separated. One non-sterile precise pro rx ous carotid system, 5f, 8mm x 40mm, 135 cm was received coiled inside a plastic bag. Unit was partially deployed (1cm). Hemostasis valve was closed. No other discrepancies were found. The outer diameter (od) of the outer sheath was measured in different distances and found within specification. The functional test (deployment process) was performed without any problem. Review of lot 15878563 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure "failure to cross" reported by the customer was not confirmed since outer diameter was found within specification. The exact cause of the reported failure condition could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. It is possible that the operator's interaction with the sds may have contributed to the reported event if the deployment steps as listed in the IFU were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping. Based on the information available, it appears that the difficulties experienced may have been caused by the operational context of the device and/or vessel characteristics and is not related to a product quality issue. The cause of the partial deployment condition could not be conclusively determined. Controls are in placed at the processes to detect this kind of issue. Neither the DHR review nor the analysis suggests that the failure is manufacturing related. Therefore no actions were taken.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) and stenting procedure that the two precise pro rx stents could not cross. Another stent was used to successfully complete the procedure. The analysis of the returned second precise pro stent revealed partial deployment of the stent. The target lesion was the right internal carotid artery (ica). The lesion had 70-80% stenosis. There was no patient injury reported. The products will not be returned for analysis. There was no damage noted to the product packaging upon inspection and prior to use. There was no reported difficulty removing the products from the packaging. The devices were inspected and appeared to be normal prior to use. The devices were prepped and handled according to the IFU. Additional information received from decontamination site that the outer sheath was noted to be separated for the first precise pro stent.